Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this implantable cardioverter defibrillator (ICD) due to high out of range right ventricular (rv) pacing impedances of greater than 2,000 ohms. The alert was delivered and dismissed by the patient's clinic. It was noted that the rv lead was non-boston scientific. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient was brought to their clinic, and there were multiple non-sustained events due to noise. A revision procedure would be performed to extract the non boston scientific lead, which was suspected to be fractured. The device had been deactivated and the patient was discharged with a life vest until the revision procedure was performed. It was noted that the device would remain implanted. No adverse patient effects were reported.